Event description:
It was reported that a spectrum pump had an inoperable speaker. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the customer reported symptom of "speaker inop" was reproduced. A review of the event history log revealed a few occurrences of system error 616 (speaker failure) messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.